Manufacturer narrative:
The analysis of product ID wr9200 lot# serial (B)(6) revealed that "led's scroll continuously & device is unresponsive. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID wr9200 serial# (B)(6) product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient reported difficulty charging the implanted neurostimulator. Patient was getting scrolling green battery indicator lights. The following troubleshooting steps were performed: reset the wireless recharging device in dock and out of docking station. Patient does not keep recharger in docking station when not in use. Reviewed with patient best to keep recharger stored in docking station. Patient confirmed green light on docking station when plugged in. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the device. Patient said, his implant battery ran off a little sooner than they expected. Patient wanted to turn the therapy back on because his hands were jumping all over. Patient put new batteries in the programmer and turned it on. When patient turned on therapy he said" oh wow quiet a jolt". Agent asked if he was ok and patient said yes he was.